Event description:
Medic firfighter crew responded to a cardiac arrest, pt found in full arrest when crew arrived. Disposable defibrillation electrodes were attached to the pt and the device placed in AED mode. The pt was shocked 10 times during the call. Reportedly, the device displayed excessive ECG artifact in paddles lead and indicated connect electrodes, intermittently during the call. The reporter stated the crew were unsure if the pt was asystolic or in fine v-fib due to the artifact, so they continued to shock the pt. The pt was not resuscitated, the reporter stated it could not be determined if the device contributed to the pt's outcome.